Event description:
Headache, fatigue, depression, anxiety, chest pain, ribs pain, palpitations, hair loss, redness in my face, insomnia. These were my symptoms. I went to all specialists doctors, blood test, x-rays, ultrasound. Finally the doctor told me I have fibromyalgia. But never I had this in my life, until I have the breast implants. Reference report: mw5119187. Refer to additional documents in i2k.